Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s parent reported the patient¿s cgm values were elevated and administered insulin. Sometime after the insulin injection, the patient experienced a hypoglycemic event and was hospitalized for four days. The patient¿s cgm and bg values prior to the insulin injection and at the time of the hypoglycemic event were not provided. The patient was unresponsive for 2-3 hours post insulin injection. At the time of contact, the patient was in stable condition. Confirmation of the problem was confirmed via data. The probable cause could not be determined via data. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.